Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent closure of wound dehiscence of anterior vaginal mucosa and excision of mesh on (B)(6) 2006 due to exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, vaginal scarring, recurrent or chronic bladder infections, uterine prolapse and vaginal vault prolapse. It was reported that patient underwent anterior vaginal mesh removal and sub-rethral sling revision on 8/19/11 for mesh erosion and recurrence of uterine prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including an excision of the mesh procedure on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted in the anterior-posterior vaginal wall due to prolapsed bladder and cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.